Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patients' outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during and after several therapeutic prostate resection procedures performed at the same hospital over a period of approx. 6 weeks in (B)(6) 2021, the operating surgeons reportedly noted several issues/defiencies with their new esg-410 hf-generator unit in comparison with their previous hf generator setup. They felt a reduced coagulation capacity with vessels reopening after the haemostatic action both during cutting and coagulation. Furthermore, the surgeons reported that they felt it took longer to clot/coagulate prostate adenoma, that there was a greater prostatic irritation, longer hospital stays (prolonged catheterizations due to low tissue haemostasis), and in some cases the necessity of blood transfusions.

Manufacturer narrative:
Additional information: b1 - report type, b5 - describe event or problem device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation did not reveal any malfunctions of the hf-generator but found the device to be working correctly. No abnormality, defect, failure or malfunction could be determined. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the patients' outcome could not be conclusively determined. However, since the generator was evaluated as in standard, the reported events/incidents can in all likelihood be attributed to use error. The case will be closed on olympus side with no further actions. The reported events/incidents will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during and after a total of five therapeutic prostate resection procedures performed at the same hospital over a period of approx. 6 weeks in (B)(6) 2021, the operating surgeons reportedly noted several issues/defiencies with their new esg-410 hf-generator unit in comparison with their previous hf generator setup. They felt a reduced coagulation capacity with vessels reopening after the haemostatic action both during cutting and coagulation. Furthermore, the surgeons reported that they felt it took longer to clot/coagulate prostate adenoma, that there was a greater prostatic irritation, longer hospital stays (prolonged catheterizations due to low tissue haemostasis), and in some cases the necessity of blood transfusions. Please note that this case is a summary complaint referring to a total of five incidents that occurred with the same device at the same hospital. When sufficient information regarding the individual cases had been provided, separate reports were submitted for each patient/incident. Please refer to MFR report numbers: 9610773 - 2021 ¿ 00322, 9610773 - 2021 ¿ 00321, 9610773 - 2021 ¿ 00323, 9610773 - 2021 ¿ 00325, 9610773 - 2021 - 00324.